Event description:
During transfer legs on the lift were in the narrowest position and they attempted to pull patient to the side during transfer. No injuries occurred to the resident during this transfer.

Manufacturer narrative:
Inservice conducted on 2-09-2009 to train on proper procedure on the use of lift during transfers. Lift was also inspected at this time and found to be in good working order.